Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for serial number (B)(4) from 08-jan-2017 through (B)(4) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting states the following: remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. Chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written, so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. In addition, be sure to check the following items before starting analysis: column, the maintenance schedule is 2500 tests; filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to contaminated flow path due to aging column.

Event description:
On (B)(6) 2018, customer reported getting p00 peak before the ao peak in quality controls (qc) in the g8 instrument. Technical support specialist (tss) performed troubleshooting with the customer on whole blood primers. Per customer, the column count is 2400 (it is recommended that the column be changed at 2500 injections), the filter count is 199 (it is recommended the filter be changed at 400 injections), and the retention time is 0.63 minute (the acceptable range is 0.57 to 0.61 minute; optimal is 0.59 minute). Technical support specialist (tss) had the customer adjust the flow factor from 1.05 to 1.09 and repeat the run on the instrument with three (3) whole blood primers. As a result, the customer reported the rt is now 0.60 and 0.61 minute. Tss advised the customer to repeat the qcs based on the adjustment. . The event resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On (B)(6) 2018, the customer reported both the qc results and rt were within acceptable range and the chromatogram no longer show the p00 peak before the ao peak. The g8 instrument is functioning as intended. No further actions required from tss.